Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the control body was detached at the bending section. In addition, scope connector corrosion, um connector corrosion, insertion tube dent, and control body corrosion were observed. Lastly, all the switch was intermittent after aeration due to fluid invasion. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii ultrasonic bronchofibervideoscope is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Corrected field: (component code corrected to imager) this supplemental report is submitted to provide the results of the final legal manufacturer¿s investigation, the device history record (DHR) review, additional information from the reporter and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The device evaluation that the image failure occurred as a result of fluid invasion. The moisture had caused the image to be foggy. The investigation could not determine the exact cause of the fluid invasion. The instructions for use (IFU) cautions the user on proper handling of the device to ensure no damage: ¿do not apply excessive force to or bend the distal end of the endoscope. Instrument damage may occur.¿ olympus will continue to monitor the field performance of this device

Event description:
The procedure was completed with a similar device. There was no delay in the procedure.